Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
It was reported that a the patient had right knee swelling, acute renal failure and positive staph aureus right knee that required surgical procedure.